Event description:
It was reported that the patient presented during clinical. Interrogation of device noted that the right ventricular lead exhibited failure to capture and noise oversensing. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.